Manufacturer narrative:
The device history record for the lot number provided will be reviewed. Return of the tracheostomy tube for investigation was requested. If returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller stated the pt was using a custom 4mm tracheostomy tube. It was about time for a routine change and they noticed leaking. They replaced the pt's tracheostomy tube, and found the inner cannula was separated. The caller stated the hub on the flange was broken but not all the way. The caller thinks the tube was in less than 30 days.